Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain, other chronic/intractable pain (trunk/limbs), and spinal pain. It was reported they were doing a pump replacement due to normal battery life. Mid-way through the pump replacement, they found the catheter was broken. The catheter event was confirmed and diagnosed via a dye study. It was noted that they were replacing the pump and will repair the catheter at a later time once they get approval for a catheter revision. Programming with saline was reviewed since they will not be filling the pump with medication at this time. Programming the saline to 1ml/ml at minimum rate mode was being considered. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the catheter break was not determined. The catheter issue was not resolved. The pump was replaced, but a catheter revision was not consented for, so the catheter was to be revised at a later date which was not yet scheduled. The patient¿s weight at the time of the event was not known. The pump was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.